Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported their device stopped working for them about 2 years prior, sometime in 2016. They stated it would work intermittently, then stop and they had not used it since then. They were calling because they wanted to know if they could have an MRI since the device was not working anymore. Patient was redirected to their healthcare provider. No further complications were reported or anticipated.